Manufacturer narrative:
Terumo has received the actual device for investigation. Visual inspection confirmed the tear in the tyvek material. (B)(4). A review of the complaint files could not confirm that there have been previous reports for this lot. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, there was a tear in the tyvek material that was located in the pouch bag of the oxygenator. There was no patient involvement as this occurred during set-up. The product was changed out. The surgery was completed successfully.